Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery would intermittently stop and start charging while the pump was plugged into a power source to charge. There was no reported impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.